Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was intermittently unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.